Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced difficulty emptying her bladder. She was treated with a foley catheter insertion and the event has not yet resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced difficulty emptying her bladder. She was treated with a foley catheter insertion and the event has not yet resolved. Additional information received on august 10, 2016. On (B)(6) 2015, due to the difficulty emptying her bladder, the patient extended her hospital stay until (B)(6) 2015. The catheter was removed on (B)(6) 2015 and the event resolved. Additional information received on august 15, 2016. During the uphold lite including cystocele repair procedure performed on (B)(6) 2015, the subject also underwent a concomitant rectocele repair, enterocele repair, and anti-incontinence procedure. The procedure was completed without complications. Additional information received on august 22, 2016. On (B)(6) 2015, the subject experienced prolonged effects of anesthesia. She was treated with narcan and her hospital stay was extended until (B)(6) 2015 when the event resolved. On (B)(6) 2015, the subject experienced urge incontinence. She was treated with vesicare, rational toileting schedule, and kegel exercises.